Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The hemostatic valve was leaking. The procedure was delayed 5 minutes due to the reported event. The sheath was changed when event occurred. There were not patient consequences. The hemostatic valve was probably broken/separated. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed, the approximate volume of blood that was lost was 2ml.

Manufacturer narrative:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The hemostatic valve was leaking. The procedure was delayed 5 minutes due to the reported event. The sheath was changed when event occurred. There were not patient consequences. Device evaluation details: on 7-oct-2022, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. The evaluation has been completed visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). These findings were reviewed and determine the hemostatic valve separation/dislodgment was assessed as an MDR reportable product malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).